Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained data spanning approximately 4 days (B)(6) 2020 ¿ (B)(6) 2020, per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2020 from 21:09:58 to 21:10:12 and from 22:04:54 to 22:05:00 due to losses of power to while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power. The alarms were resolved when power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu-28073 was not returned for evaluation and remained in use. According to the additional information, the patient did not have a v-lock connector on the ac power cord; clinical representative sent one to patient. The event was a result of the mpu power cord being accidentally disconnected from ac power due to loosen contact at the outlet. To date, the mpu-28073 associated with the event is unavailable for analysis, and the complaint file will be closed accordingly. The heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including low voltage hazard and no external power alarms and, the actions to take if the issue does not resolve. The heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit and in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook and heartmate 3 instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's event log seemed to have frequent disconnect alarms. The event log captured some low voltage hazards events on (B)(6) 2020 while on mpu. It looked as though the mpu lost total power and was on backup battery until the power was restored to the mpu. Additionally on (B)(6) 2020 there were low voltage events, this was when the patient was connected to battery. This may be caused by loose connection at the battery clip to the power lead.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #:p160054.

Event description:
The patient experienced a no external power event while being supported by the mobile power unit (mpu). The patient was supported by battery power until power was restored. Additional information was requested but not provided.